Event description:
The customer reported that the insulin pump had a button error alarm the day before the call. The customer reported that she changed the battery, but the button error alarm would not clear. The customer reported that the insulin pump was exposed to sweat at the time of the incident. The customer stated that the buttons on the insulin pump were responding. Blood glucose levels at the time of the incident and at the time of the call were not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No button error alarm. The insulin pump has minor scratched lcd window, cracked case near the display window corners and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.